Event description:
Customer's mother reported daughter had symptoms of hypoglycemia, tested and had an advantage system blood glucose result of 249 mg/dl. She was given juice and emt's were called. Emt's system result was 46 mg/dl within 10 minutes of the customer's 249 mg/dl. They treated the customer with an unspecified IV and transported her to a hosp, where 30 minutes later, her blood glucose was 77 mg/dl. Customer was released. A request was made for the return of the system, replacement was sent.